Event description:
A customer reported that their t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried different wall adapters and charging cables, but the issue persisted, leading technical support to decide to replace the pump.